Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up due to multiple nsrvo on segms. Noise was also noted during the capture test. Review of the episodes confirmed noise, possibly due to lead integrity on the low voltage portion of the lead. Noise was not seen on hv side. Increased pacing lead impedance was also observed on the lead. Lead replacement was discussed. No further information is available.

Event description:
New information received indicated that capture anomaly and lead fracture was also observed on the rv lead. It was discovered via x-ray that the distal tip of the lead had separated from the lead body and became stuck in the heart but the rest of the lead was removed. The patient was fine during and after the procedure.

Manufacturer narrative:
Insulation damage was noted at 30.5 ¿ 32.5 cm from the connector pin consistent with clavicle crush damage. Fracture of the inner coil was noted at the distal region. This fracture is consistent with the observations from the field of noise, high pacing lead impedance, and capture anomaly.